Event description:
The customer claims that he tipped backwards after stopping the unit on an incline.

Manufacturer narrative:
The customer claims to have purchased the unit second hand. He has been unable to provide to us a model number or serial number to assist in identifying the unit. A service ctr has been authorized to inspect the unit and the site of the incident. To date, the customer has been unable to allow the service ctr access to the unit for various and different reasons.